Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended the breath delivery central processing unit (cpu) printed circuit board (pcb) be replaced. The customer replaced the breath delivery pcba.

Event description:
It was reported that during use an, 840 ventilator went inoperable. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.